Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. The ra lead was capped and replaced on (B)(6) 2022. There were no patient consequences.